Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter had an unresponsive up arrow button. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2017 at 04:00pm. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that at an unspecified time after the alleged issue occurred she developed symptoms of ¿sweating and confusion¿ however denied receiving any treatment. During the call, it was determined that it was not the first time the device had been used and it was not an intermittent issue. There was no apparent misuse of the device. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the device issue occurred.